Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose events. The customer stated they had health conditions that was attributing to their low blood glucose. Customer also stated they were not having any problems with the insulin pump. No additional information provided.